Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The present connecting screw was analyzed for conformance to print specifications and the DHR was researched. No abnormal findings were identified with the lot in question. The fracture face is homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. There is a clearly visible stress mark above the fracture zone. This let us assume that an excessive metallic contact, possibly by applying too much lateral stress, caused this breakage. This device was manufactured in 2007, so wear and tear could have also played a certain role. No product fault could be detected.

Event description:
The patient had a femoral trochanteric fracture. At the operation with dhs blade, the connecting screw broke at the insertion of the blade. This is 1 of 1 report for event #(B)(4).